Manufacturer narrative:
Based on the claims against the product noting, not working. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The led on the e-100 was white and turned blue when activating on a wet paper towel. The fse did not notice any issues, but felt like it was underpowered. And there was no confirmation tone. The fse replaced the e-100 and noticed a power increase, due to hearing a crackling noise when activating on a wet paper towel along with a confirmation tone. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). In-house fa inspected the e-100 visually. Fa installed in a good internal system and it worked fine with synchroseal instrument installed. Fa used synchroseal with a saline dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times. And e-100 worked fine without any issue. Fa re-tested again this time and confirmed, e-100 intermittent energy power low and not functioning properly.

Event description:
It was reported, that during a da vinci-assisted pancreatoduodenectomy surgical procedure. The customer was using a vessel sealer instrument and the e-100 was providing intermittent energy. The site informed, it was an ongoing issue. The site was using the erbe at the time of the call and stated, it was working normally, but wanted to use the e-100. The procedure was completed with no reported injury.